Manufacturer narrative:
(B)(4). Information unavailable.

Event description:
It was reported that following an unknown procedure the anastomosis held post stapling, there was no evidence of bleeding at all. Several hours later the patient was rushed to theatre bleeding as the anastomosis had ruptured and the patient was losing blood. The staple line then had to be sutured to stop the bleeding and several units of blood had to be infused to the patient. The surgeon did his normal hand tied purse string technique. The tissue was not thick and was tension free. The anvil was placed horizontally. There was the audible crunch that indicated that the device had fired. It was not difficult to remove post firing. A leak test and doughnut test were conducted and there was no leak. The patient was a middle age female and is currently quiet well. The comment was made that the bleeding may have been caused by a cough or change in patient¿s position too."